Event description:
This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified tip damage. It was noted that the yellow bumper tip had separated from the lumen and was not returned. The tip end is 7mm from the distal stent edge. The balloon section of the device was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The inner and outer lumen was stretched and kinked throughout. From the port to the tip the length is 34.5cm. A visual and microscopic examination identified no kinks along the hypotube shaft. Attempts to insert a 0.015 inch product mandrel were unsuccessful due to solidified contrast media present within the entire length of the lumen. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was stuck on the wire. The 80% stenosed lesion being treated was located in the left anterior descending (lad). The 2.50x24mm promus element stent delivery system (sds) was stuck upon trying to advance over a non bsc guidewire. The stent delivery system and guidewire were removed without incident. The procedure was completed using a different device.